Event description:
Pt 8 attx of complete heart block status post permanent dual chamber pacemaker insertion several years ago. Pt presented to office with markedly elevated pacing; lead impedance. Admitted for pacemaker system malfunction with ventricular lead fx and permanent pacemaker pulse generator battery depletion the following performed: insertion of new ventricular pace/sense lead, insertion of new style-chamber ventricular pacemaker, capping old atrial and ventricular leads, explantation of permanent dual chamber pacemaker.